Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a peripheral vascular treatment procedure removal difficulties occurred. A 2.1mm jetstream was utilized in an unspecified vessel. During removal they had a hard time pulling the catheter back/out. When the device was wiped down and examined outside the patient is was noted that there was a crack in the catheter. The procedure was completed with this device. No patient complications were reported and the patient status is fine.